Event description:
The facility reported a colleague infusion pump with a failure code 570. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned a colleague infusion pump to baxter with a malfunction of failure code 570. This malfunction was not confirmed or reproduced. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.